Manufacturer narrative:
(B)(4). This bone cement is manufactured by hereaus medical and distributed by zimmer surgical. Concomitant medical products: lps-flex option femoral e-l catalog# 00596401551 lot# 60344170; stemmed tibial component fixed bearing precoat for cemented use only size 6 catalog # 00595004702 lot# 61057521; palacos r 1x40 single catalog # 00111214001 lot # 67634195; articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 12 mm height catalog # 00596204012 lot# 61116968; all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog # 00597206532 lot# 61160361. Complaint was confirmed with medical records provided. The device history records were reviewed with no related deviations or anomalies identified. No product was returned, therefore, visual evaluations could not be performed. Components were reviewed for compatibility, no issues were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated report: 0001822565 - 2016 - 02981, 1822565-2016-00799, 0001822565 - 2018 - 00165.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient was revised due to pain, osteolysis and loosening of the femoral and tibial components. There is no additional information at this time.